Event description:
It was reported that pump repeatedly declared an altitude alarm, which caused insulin delivery to be suspended even though pump was within normal operating altitude and speaker holes were not obstructed. There was no adverse impact to the customer's blood glucose level. Customer tried cleaning speaker holes, reconnecting current cartridge, loading a new cartridge, and waiting two hours for possible moisture to evaporate, but altitude alarm recurred and insulin delivery could not be resumed, so customer switched to multiple daily injections for backup insulin therapy. Technical support arranged replacement of pump and cartridge under warranty, confirmed shipping address, instructed customer to place pump in storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.